Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist unable to remotely connect to the station, so deployed the package and instructed the customer to reboot the station. The customer later informed that the biomed team discovered the ethernet cable had been plugged into the wrong port. After correcting the connection, the customer rebooted the station to allow remote access. Then able to successfully connect to the station and proactively deployed the package to all stations in the facility. The customer was informed that the package would take effect during the next reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.